Manufacturer narrative:
The insulin pump was received with blank display due to battery tube shifted down from partially broken off battery tube area (no contact with battery cap contact). The pump was unable to perform displacement test due to blank display. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked battery tube threads, severely faded serial number label, peeling serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported cracks and damage all across the pump from one end to another. The product was returned for analysis.